Manufacturer narrative:
Investigation results: device analysis findings: an nc emerge mr, ous 3.50mm x 8mm dilation catheter was returned for analysis. A visual and tactile inspection identified multiple kinks along the hypotube shaft. Balloon cones were tightly folded and not subjected to positive pressure. A detailed microscopic examination of the balloon material identified no issues. No issues were noted with the bumper tip. A microscopic examination of the distal and proximal markerbands identified no damage. The inner shaft polymer extrusion was stretched for a length of 3mm, 45mm from the distal tip. A wire insertion testing was performed and identified the device could not be loaded on a 0.014-inch test guidewire due to the stretching within the inner shaft polymer extrusion. A leakage testing identified the device was attached to an encore inflation device. The balloon was inflated to rated burst pressure of 20 atmospheres with no issues. The encore device verified before and after use using the druck gauge. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected. This code was selected as the most probable complaint cause based on the device analysis. Leakage testing inflated the balloon to its rated burst pressure of 20 atmospheres without any leaks or issues. The unreported hypotube kinks noted during analysis most likely occurred as a result of an unintentional use error but the stage of procedure at which they occurred (during procedure/handling post procedure) cannot be established. The stretching within the inner shaft polymer extrusion was likely caused when removing the guidewire post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon broke. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon broke. No patient complications were reported.